Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her daughter (the patient) alleging air bubbles in a cartridge and insulin drops in the cartridge compartment. The reporter indicated that the patient had just started using the pump that day and the patient had a blood glucose (bg) level of '400' mg/dl with small ketones and a headache. The animas representative involved in this contact walked the reporter through proper filling of a cartridge with room temperature insulin. Later that same day on (B)(6) 2011, a follow-up contact was made between animas and the reporter. The complete cartridge setup was reviewed. In addition the rewind, load, and prime steps were reviewed as well as site insertion. According to the reporter, the patient had been using an insulin pen at the time since insulin was noticed in the cartridge compartment earlier that day. The reporter further added that the patient had taken 10 units via the insulin pen after the '400' mg/dl result was obtained. During the follow-up contact, the reporter added that the patient was now ''around 500 mg/dl.'' The reporter did not report that medical intervention was sought or received. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that there was possible a cartridge leak and air bubbles in a cartridge. She also claimed that the patient had developed an elevated bg level suggestive of severe hyperglycemia.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed or fluid observed leaking out at the plunger end of the cartridge. A fill test was completed with no air bubbles forming inside the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.